Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was further reported that the r-waves measured low on the interrogation report, though it was additionally noted that no ventricular sensing issues were observed. The lead remains in use. No patient complications have been reported as a result of this event.